Manufacturer narrative:
In the case description, the user mentioned that they received a pdm error and were unable to reset it. On powering on the returned pdm, a pdm error was generated of error code 05-420-0001-08196. This error was able to be cleared by resetting the pdm and the home screen was able to be accessed. Inspection of the ibf data downloaded from the pdm showed that a pdm error of error code 05-420-0001-08704 had been generated by the pdm on the date of occurrence. The ibf data showed that the clock was reset after the generation of the alarm, indicating that the alarm had been cleared by the user by resetting the pdm. The pdm was able to pair with an unused pod, deliver a 5u bolus at a range of 5ft. And deactivate the pod with no issues. Inspection of the internal components found no damages or manufacturing deficiencies that would result in a pdm alarm. The exact cause of the reported pdm alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 267 mg/dl.. The omnipod personal diabetes manager (pdm) was not working properly and was unable to be reset. At the hospital, the patient was given insulin manually utilizing pens and every 30 minutes the blood glucose was metered.